Manufacturer narrative:
At the time of the report (B)(6) 2014, the patient's symptoms were resolving. The device history record for radiesse lot #100073034 was reviewed. All required testing specifications for this lot were met prior to release. No nonconformities were discovered that would have contributed to this event.

Event description:
A female patient (B)(6) was injected in the cheekbone and zygomatic arch areas with 1.0 cc of radiesse on (B)(6) 2014. The patient called the injector a few days later stating that she had developed redness in areas above the injection sites. On (B)(6) 2014 the patient returned to the injecting office presenting with redness but no signs of inflammation or pustules. There were no signs of infection. On (B)(6) 2014 the patient went to another physician and later called the injector to inform her that she had been diagnosed with cellulitis. She was prescribed tetracycline and cipro. The patient later contacted the injector (date not provided) to report the diagnosis. On (B)(6) 2014 the injector contacted a merz territory mgr informing him that she had injected a patient with radiesse and the patient may have developed cellulitis. On (B)(6) 2014 the injector contacted merz to report a patient she injected with radiesse was diagnosed with cellulitis by another physician and she provided the above info.